Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -06.00 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to vault was not predictable with wtw measurements.